Manufacturer narrative:
8/28/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during an abdominal procedure. Reportedly, the handle disengaged into the cavity. The surgeon retrieved the handle and applied another device to complete the procedure. No patient injury was reported.